Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the fiber optic lamps and retested the iabp, however the test failed, the stm proceeded to replace the fiber optic module and retested the unit. The reported issue was still present, the stm continued troubleshooting the iabp at a later date and replaced the fiber optic jumper, this resolved the issue. The stm performed calibrations and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the fiber optic test failed on a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.